Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. Visual inspection revealed that delivery wire, main coil and introducer sheath were returned for this complaint. The coil and delivery wire arms were not interlocked. The coil was exiting the introducer sheath. The introducer sheath was inspected and no anomalies were noted, the twist lock had been opened. Blood residues was noted inside the introducer sheath. The delivery wire was in good condition. The main coil was found kinked and stretched. Blood residues were noted on the coil. No more damages were found in the returned device. Functional inspection revealed that the coil was advanced through the introducer sheath, but it was not possible to continue advancing it due to the main coil was stuck; it was necessary to cut the sheath in order to release the main coil. Microscopic inspection of the delivery wire revealed that the proximal end has a smooth surface. The interlocking arm was in good condition. Microscopic inspection of the main coil revealed that the zap tip has a smooth surface. The interlocking arm was in good condition. Dimensional inspection of the delivery wire and main coil revealed that the components were within specification except the number of fiber bundles, which were only 16 out of 17 for distal fiber bundles and 10 out of 18-22 for proximal fiber bundles.

Event description:
Reportable based on device analysis completed on 05nov2020. It was reported that the coil was stuck and could not be deployed. The target lesion was located in the renal artery. A 15mm x 40cm interlock -35 coil was selected for use. During procedure, when the coil entered into the tumor, it was noted that the coil was stuck in the distal part of the catheter and could not be pushed. The coil could not be deployed. The coil was removed within the catheter all together and the procedure was completed with another of same device. No patient complications were reported and patient was stable post procedure. However, device analysis revealed that there were missing fiber bundles.